Manufacturer narrative:
Complaint database was reviewed and no trend for item/lot was identified.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00992, -00993.

Event description:
Allegedly, patient was revised due to mom complications: fretting and corrosion on neck pseudo tumors and adverse tissue reactions; increased fluid and evidence of wear debris. Right